Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 258 mg/dl. The customer was reported other blood glucose value such 300 mg/dl. The customer was treated for high blood glucose with bolus and manual injection. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump and reservoir will not be returned for analysis.